Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00043 and 9610978-2011-00044. The complaint received states that during an interventional procedure, a palmaz genesis stent had inaccurate placement and a genesis sds balloon ruptured prior to inflation. This is a (B)(6) female patient with unknown medical history. The target lesion was left renal artery; however, vessel characteristics have not been provided. The patient was admitted for a left renal artery stenting procedure. The physician attempted to implant a palmaz blue stent in the proximal left renal lesion, however, it "watermelon seeded" and was placed distal to the lesion. A palmaz genesis aviator sds balloon was advanced through the sheath and guiding catheter and positioned in the lesion. Just prior to inflation, blood was noted in the inflation device indicating a balloon rupture. Another genesis balloon was used successfully. There was no patient injury reported. There is no sterile lot number information available thus no DHR could be performed. The complaints inaccurate placement and balloon rupture could not be confirmed with the available information. However, the failure modes of shaft tear and strut uplift were identified. The exact cause of the shaft burst due to a tear and the stents strut uplifted failures could not be conclusively determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not suggest what other factors may have contributed to the reported events and confirmed failures.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00043 and 9610978-2011-00044.additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a left renal artery stenting procedure. The physician attempted to implant a palmaz blue stent in the proximal left renal lesion, however, it "watermelon seeded" and was placed distal to the lesion. A palmaz genesis aviator balloon was advanced through the sheath and guiding catheter and positioned in the lesion. Just prior to inflation, blood was noted in the inflation device indicating a balloon rupture. Another genesis balloon was placed in the patient successfully. There was no patient injury reported.